Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, the output was reading 170 ml (59-215) of blood loss in this visibly dark and thick canister. The customer stated that the reading came back at 170 ml but it would appear to be higher then that based on the density of the color in the canister. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the output was reading 170 ml (59-215) of blood loss in this visibly dark and thick canister. The customer stated that the reading came back at 170 ml but it would appear to be higher then that based on the density of the color in the canister. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.